Manufacturer narrative:
The additional patient effect of death and malfunctions reported in the article are captured under separate medwatch report(s.

Event description:
Medwatch report # mw5163856 it was reported that on an unknown date, a 29mm epic valve was implanted. On an unknown date, the valve had a mean gradient of 30 mmhg. A transfemoral tmvr was performed to resolve the event.

Event description:
Medwatch report# mw5163856. It was reported that on an unknown date, a 29mm epic valve was implanted. On an unknown date, the valve had a mean gradient of 30 mmhg. A transfemoral tmvr was performed to resolve the event.

Manufacturer narrative:
An event of intervention due to severe aortic stenosis after implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. Based on the information received, the cause of the reported incident could not be conclusively determined.